Event description:
Customer reported a malfunction on the pump. Due to the issue, blood glucose level was displayed as "high" without a specific value available. Correction was attempted through injection via mdi, and no assistance from a third party was required. Customer reset the pump with assistance from technical support, and the malfunction did not recur. Customer was advised to contact support if the issue happened again and was able to continue using the pump.